Event description:
It was reported that the customer was hospitalized in intensive care for three days due to high blood sugar and blood ketoacidosis. There was no additional information about the customer¿s blood glucose level at the time of the event. The customer received insulin through a syringe pump and rehydration therapy at the hospital. No additional information was provided.